Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 05/23/2014. (B)(4).

Event description:
A customer reported that the system shut itself down during a surgical procedure. The staff was able to reboot the system to complete the procedure. There was no harm to the patient.